Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the closing assy on the rotaflow drive was broken. The failure was noticed during use and the rotaflow drive was exchanged during treatment. No harm to any person has been reported. Due to the reported exchange a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the closing assy on the rotaflow drive was broken. The failure was noticed during use and the rotaflow drive was exchanged during treatment. No harm to any person has been reported. Due to the reported exchange a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure. The rf drive closing cover kit (article number 70101.1680) has been replaced. The device passed all functional and safety tests according to the specifcations. The reported failure "closing assy broken" was already investigated by the getinge life cycle engineering (lce) in a previous complaint. Most probable root causes could be determined: too excessive force. Weakening due to manufacturing errors (air inclusions). Weakening due to aging. Uv light (sun) or contact with chemicals. Based in the information available at this time the reported failure "closing assy broken" could be confirmed. The device history record (DHR) of the (material: 701022161, serial: (B)(6) ; elo#1191726) for which a customer complaint was received, was reviewed on 2024-07-10. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The rotaflow drive with s/n (B)(4) was produced in 2022-06-27. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).